Manufacturer narrative:
Concomitant products: product ID 37081-60, serial# (B)(4), product type extension. (B)(4).

Event description:
It was reported that impedance testing after connection of the lead to the extension found two contacts that were to be used for the patient¿s therapy had impedance values ¿superior 10000 ohms.¿ it was stated the ¿damaged was detected capping the lead.¿ it was noted the extension was not implanted and was replaced at the time of the event. It was reported there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information will be reported if received.

Manufacturer narrative:
Device evaluation: analysis of the extension found ¿the #1 conductor was broken 0.6 cm from the distal end, at the #1 crimp sleeve.¿